Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient reported that they were diagnosed with peritonitis. The patient stated that they were hooked up to the cycler when they started to feel the symptoms of peritonitis. No other information provided. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was experiencing abdominal pain (symptoms persisted through pd treatment). As a result, the patient was seen in the outpatient pd clinic and a pd culture was obtained (on (B)(6) 2020) which yielded growth of staphylococcus aureus. The patient was treated with vancomycin (varying dose) intra-peritoneal on an outpatient basis. Reportedly, the patient has since recovered and continues pd therapy on same cycler without any issues. The pdrn stated the peritonitis was not related in any way to any issues with fresenius device, product or drug. The nurse stated the event was related to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. You must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.